Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display after exposure to moisture. The customer¿s blood glucose level was unknown at the time of the incident. When she did the pump alarmed off no power, the screen went blank, and a battery did not bring the display back. Troubleshooting stopped moving to blank display. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Unable to perform testing due to blank display. Unit also received with minor scratched lcd window, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.